Event description:
It was reported the physician found the spring wire guide kinked prior to patient use. No patient involvement with the device was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened arterial kit for analysis. No definite signs of use were observed. Visual inspection revealed no obvious defects or anomalies on the guide wire. Microscopic examination confirmed the distal weld was intact. The overall length of the guide wire measured 4.625", which is within specifications of 4.4375-4.6875" per swg with handle graphic. The outer diameter of the guide wire measured 0.385mm, which is within specifications of 0.381-0.404 mm per swg graphic. The inner diameter of the needle cannula measured 0.017", which is within specifications of 0.0165-0.0180" per cannula graphic. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The returned guide wire was able to pass completely through the cannula with little to no resistance. A manual tug test confirmed that the distal weld is intact. A device history record review was performed, with no relevant findings identified. The IFU provided with this kit warns the user "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of a kinked guide wire could not be confirmed by the returned sample. The guide wire and needle revealed no obvious defects or anomalies. The components passed all relevant dimensional and functional requirements, and a device history was performed with no relevant findings. Based on the customer report and sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported the physician found the spring wire guide kinked prior to patient use. No patient involvement with the device was reported.